Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient developed post-operative left arm numbness and weakness. In turn, an additional surgery was scheduled the same day to address the issue. Reportedly, the issue resolved on its own prior to the procedure, therefore the case was cancelled at that time with no intervention required.